Event description:
Customer is an existing users of #560762. She found some issue when using new lots (lot #1020320). The il17-a-pe signal dramatically dropped under the previous settings, while cd4 and foxp3 signal seems fine. Same situation exist with two normal and twelve patient samples. The procedures and other reagents were concordant with the assays done with the old kits. Meanwhile, cells of the same samples were stained with other antibodies, the flow results are consistent with the previous ones. The sample quality seems good. When customer reset the program by adjusting the voltage of pe channel to a relatively high level, the signals were shown. But the pattern is quite inconsistent with the former ones, it is difficult to make analysis. Result as attached for your reference.

Manufacturer narrative:
After further review MFR# is no longer reportable. Per zd 200953864, product is not registered as a medical device in us and is not subject to MDR reporting.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd pharmingen¿ the il17-a-pe signal dropped while cd4 and foxp3 signals are normal. There was no report of patient impact. The following information was provided by the initial reporter: customer is an existing users of #560762. She found some issue when using new lots (lot #1020320). The il17-a-pe signal dramatically dropped under the previous settings, while cd4 and foxp3 signal seems fine. Same situation exist with two normal and twelve patient samples. The procedures and other reagents were concordant with the assays done with the old kits. Meanwhile, cells of the same samples were stained with other antibodies, the flow results are consistent with the previous ones. The sample quality seems good. When customer reset the program by adjusting the voltage of pe channel to a relatively high level, the signals were shown. But the pattern is quite inconsistent with the former ones, it is difficult to make analysis.